Manufacturer narrative:
8/17/1998- supplemental report #2 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered on h3 and h6.

Event description:
The device was used during an unspecified procedure on an animal. Reportedly, the suture broke. The veterinarian has no additional information at this time.